Manufacturer narrative:
The defective items will not be returned to the manufacturer. As the hospital does not have its own central sterile supply department, the instruments are reprocessed by an external service provider, medical order in ahlen.this company replaced and disposed of the defective instruments on the tray, meaning that they are unfortunately not available for examination. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the additional information received the patient suffered a minor burn during the surgery. A tapp was performed on the right side. A defective outer shaft was used during the operation. The insulation was damaged. The defective insulation caused the current to be conducted to the trocar, resulting in the burn. The surgery was completed successfully and no additional medical interventionw as required. All in all there are no adverse consequences for the patient.

Event description:
It was reported that during surgery, the patient suffered a minor burn. A tapp was performed on the right side. A defective outer shaft was used during the operation. The insulation was damaged. The defective insulation caused electricity to be conducted to the trocar, resulting in the burn. The insulation of the outer shaft was damaged. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).